Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical study site (B)(4) , subject (B)(6) was implanted with a miniarc sling on (B)(6) 2008. On (B)(6) 2009, subject was experiencing urinary urgency-de novo. The site determined the event is related to the device and not related to the procedure. Medical intervention: vesicare. Info received on (B)(6) 2010 indicates the event is continuing and has not been resolved. No further info received.